Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had storage space failure. A field service engineer (fse) found a drawer was not detected on bus error. No light emission diode (led) indicators were present on any drawer controller boards or on the main pyxis bus board. The affected drawer controller boards and the main pyxis bus board were replaced. Power was restored, and led indicators and system communication were verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pockets in the main half height drawers 4.1 and 4.2 failed with a device not detected on bus error message. The customer restarted the station (powered off for more than 5 minutes), but the space remained unrecoverable. The bus cable was reseated, and the issue was not resolved. A board failure was suspected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.